Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced hyperglycemia as well as hypoglycemia. The customer blood glucose level went up over 400 mg/dl, after treating went down below 50 mg/dl. Customer declined to troubleshoot. It was unknown if the insulin pump was on auto mode at the time of incident. The insulin pump will be returned for analysis.